Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device restarts automatically. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Per a good faith effort (gfe) response, no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department has handled the service call/incident themselves. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.